Event description:
It was reported that the pump was programmed such that the bag infused at 25 ml/hour not 125 ml/hour. There was an underdose alert, but the two nurses could not figure out why. There was patient involvement, but the impact is unknown. The customer also had the following product enhancement request: "does bd alaris have a resource guide for nurses that includes commonly seen guardrails limits alerts with an explanation of what the alert means?"

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. Investigation summary: the reported issue of a programming error occurring could not be confirmed during the investigation as there were no devices or logs returned for investigation. The feedback regarding implementing pump module system features will be formally considered through the initiation a per (product enhancement request). No suspect or concomitant devices were returned for this investigation; therefore, an external inspection could not be performed. A log analysis could not be performed as there were no devices or logs returned for investigation. The suspect devices were not returned for this investigation; therefore, laboratory testing could not be performed. Per alaris system with guardrails user manual v12.3.2: the system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the system features, operation and accessories prior to use. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. The user manual also states that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, infusion sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. Warning: if an error is made when entering drug amount or diluent volume, it may result in an over- or under-infusion. If a lower concentration is entered in error, this may result in a higher than intended delivery (over-infusion). The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported programming error could not be identified or confirmed, as there were no devices, logs, or additional evidence returned for evaluation. The feedback regarding implementing pump module system features will be formally considered through the initiation a per (product enhancement request). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was programmed such that the bag infused at 25 ml/hour not 125 ml/hour. There was an underdose alert, but the two nurses could not figure out why. There was patient involvement, but the impact is unknown. The customer also had the following product enhancement request: "does bd alaris have a resource guide for nurses that includes commonly seen guardrails limits alerts with an explanation of what the alert means?"

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.